Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this right ventricular (rv) lead was evaluated in the emergency room due to unsteadiness. Upon further review, a lead perforation was confirmed. This was confirmed through a computer tomography (CT) scan. As a result, pacing inhibition was observed. A lead revision was performed, and it was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis.